Event description:
Philips received a complaint from a customer that during an extremely critical procedure the system moved erratically. The system moved differently from what was expected. The customer rebooted the system which solved the problem, but the pt expired during the procedure. There is no allegation from the customer that the reboot of the system led to the death of the pt.

Manufacturer narrative:
Philips investigated this complaint and found that this issue is caused by a problem with whitelisting resulting in a delay in the processing of geometry request (queue). If a movement of the c-arm is requested and a couple of requests stay in the queue they will be completed first when the next movement is requested. For the user this looks like the wrong movement is being performed. (B)(4).

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.